Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned for lead failure due to high pacing threshold. There is no information if a new lead was implanted. No additional adverse patient effects were reported.